Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
A cxi support catheter was used in an 'up & over right leg angioplasty & would debridement" procedure. It was reported that the device snapped off while traveling through stenosis. 15cm of cxi was left inside the patient. The patient did not require any additional procedures due to this occurrence and, according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One used cxi support catheter was returned for investigation. Damage is noted 23.5 cm to 25.7 cm from the proximal end. Damage is also noted at 45.0 cm. A kink is noted at 85.2 cm. The distal tip is frayed. No damage to the hub or strain relief. In the devices used returned condition, the device length dimension did not meet specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Each device is distributed with instructions for use (IFU) t_cxi_rev5 which states: ¿the catheter should not be advanced through and area of resistance unless the source of the resistance is identified by fluoroscopy and the appropriate steps are taken and to reduce or remove the obstruction¿. Based on the information provided, and the results of our investigation there is no definitive root cause. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.